Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had been on the insulin pump for 1 month and he had issues with the cannula being bent. Customer's blood glucose was running high at 600 mg/dl. Customer's mother removed the tubing and the cannula was bent. Customer's blood glucose was high again today at 450 mg/dl and large ketones. Customer was given a double of dose with a pen. The customer's mother checked for bubbles and that the insulin started to shut out when trying to prime. Customer removed the set from his body and the needle was bent. Customer stated that the cannula was occluded.